Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/28/2024. The results are below: attempted to pull the event log from the pump, but the pump would not power on, and every attempt to pull it was unsuccessful. During functional testing, the reported problem was not duplicated. However, a power source problem was identified, as the pump will not power on. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Event description:
On february 23, 2024 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment.